Event description:
It was reported that during a da vinci myomectomy procedure, one of the tips of a tenaculum forceps instrument was not moving or gripping correctly. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the grip cable frayed at the distal idler pulley. Frayed strands stuck out at the instrument's wrist. Failure analysis investigation found the following unreported damages to the instrument: failure analysis found a frayed and loose pitch cable at the distal clevis hub. No damage was found at the clevis. The instrument housing was opened and the pitch cable was found broken. Additionally, multiple clamping pulleys exhibited corrosion around the cable rails and the bearing area. Evidence not conclusive, but corrosion was likely due to improper cleaning related. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device.